Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, the 980 ventilator's compressor became inoperative. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.